Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The device had not been previously serviced. Review of the device history records found nothing that would cause or contribute to the reported issue. The device received a returned instrument testing evaluation (rite), which included electrical and functional testing of the device. The device passed the rite electrical test, but failed the rite functional test for volumetric accuracy out of limits. The piston foam was inspected and found to be disintegrated. The piston foam was replaced, and the device passed the accuracy confirmation test and temperature verification. An external/internal visual inspection was performed with no issues noted. Upon completion of the investigation, the cause identified to be the deteriorated piston foam. The piston foam was scrapped and the device sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved.